Event description:
It was reported by service report that the footend of the bed is stuck in the up position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footend lift system.